Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient initiated a symptom episode and loss of communicated was noted between merlin phone and device. The initiated symptom were investigated and an episode was recorded and transmitted successfully.